Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) presented at the clinic due to migration of the device reservoir and discomfort with tubing on the penis shaft. The reservoir was removed and another was implanted in a different position. Both corporotomies were extended to allow for a more proximal tubing exit that would not be palpable by the patient. No patient complications were reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.